Event description:
Follow up information received clarified that the implantable neurostimulator (ins) system was removed since the impedances were found to be the same before replacement and after the replacement. The surgeon reported that there was nothing wrong with the ins or the adaptor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had lost therapy again around the end of (B)(6) 2012. An additional impedance check indicated that in addition to contact #3, contact #2 had high-impedance combinations, greater than 40,000 ohms. It was noted that following the patient's reprogramming in (B)(6) 2012, therapy impedances were then 991 and 352 ohms; in addition, some dyskinesias were reported "some time after," so the stimulation amplitude was titrated down from 4.1 volts to 3.5 volts and they were resolved. The patient's electrode configuration was reprogrammed to 1-, 0+, and she received good therapy. An x-ray was taken and no lack of continuity was seen. It was planned that the patient was to be continually monitored and programmed around the high-impedance contacts.

Event description:
Additional information received reported that there were high impedances, greater than 40,000 ohms on electrode #1. It was stated that electrode #1 was an "open circuit". Electrode #2, and 3 had become open circuits prior this one. It was noted that the patient had not been doing as well. The patient was last seen by her doctor on (B)(6) 2013 and pairs with electrode #1 were all greater than 40,000 ohms. The patient was reprogramed using electrode #0 and was "doing well so far and getting benefit". An x-ray was taken, but "nothing remarkable" showed. There were no falls or traumas associated with the event. It was reported that during the patient's most recent doctor appointment the patient had another contact that had "malfunctioned". It was stated that 3 out of 4 contacts had open circuits. It was noted that more x-rays were taken and they were waiting on the results.

Event description:
There was additional information received from the health care provider. The patient was seen in (B)(6) 2012 with 'increased right sided parkinson's disease symptoms.' The 'left side' impedances measured 'greater than 40,000 ohms.' Every combination with electrode 3 (was 2-, 3+) was reprogrammed. This resulted in 'normal impedances' and a 'clinical improvement.' The patient was reported to have done 'very well' the following day after this reprogramming. Then, on (B)(6) 2012, the patient was seen by the health care provider again for 'worsening of parkinson's disease symptoms.' It was noted at this time that electrode '2 or 3' had an impedance value greater than 40 ,000 ohms. It was reprogrammed again, this time to '1-, 0+.' Again, this reprogramming 'improved' clinical symptoms and returned impedance ranges to 'normal.' The cause of these high impedance measurements and lead extension issues were reported as unknown. The device was then replaced two and half months later due to 'expected battery drainage.' It was reported that the adaptor was replaced without correction of the open circuit of 'left side electrodes 2/3.' It was also reported that the patient was doing 'well' with the new settings.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6), product typ extension, product ID 37642, serial# (B)(4), product typ programmer, patient product ID 3389s-40, lot# v092655, implanted: 2008 (B)(6), product typ lead, product ID 3389s-40, lot# v091844, implanted: 2008 (B)(6), product typ lead. (B)(4).

Event description:
It was reported the patient's device was showing high impedance readings of >40000 ohms. It was stated the patient had a return of right side symptoms of tremor and dystonia for 'about a month' prior to report. The device was interrogated and showed impedances of >40000 ohms on electrode 3. The device was programmed to exclude this electrode, and the patient was again having symptom control. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).